Manufacturer narrative:
(B)(4)..

Event description:
It was reported to boston scientific corporation that an alair bt catheter was used during a bronchial thermoplasty procedure on (B)(6)2014. This report is being submitted due to the event of unplanned hospitalization for cause. According to the complainant, the patient underwent her third bronchial thermoplasty procedure to the right and left upper lobes on (B)(6) 2014. The patient was expected to be discharged home after the procedure, however, following the procedure the patient experienced exacerbated asthma with symptoms of shortness of breath, cough, chest tightness, and wheezing requiring an unplanned hospitalization. The patient was treated with duoneb and ventolin. The patient was discharged from the hospital on (B)(6) 2014. The event is reported as continuing. Additional information received as of march 24, 2014. According to the complainant, the event of asthma exacerbation was reported resolved as of (B)(6) 2014. Duoneb and ventolin are the patient's standard rescue medication to treat asthma exacerbation.

Event description:
It was reported to boston scientific corporation that an alair bt catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014. This report is being submitted due to the event of unplanned hospitalization for cause. According to the complainant, the patient underwent her third bronchial thermoplasty procedure to the right and left upper lobes on (B)(6) 2014. The patient was expected to be discharged home after the procedure, however, following the procedure the patient experienced exacerbated asthma with symptoms of shortness of breath, cough, chest tightness, and wheezing requiring an unplanned hospitalization. The patient was treated with duoneb and ventolin. The patient was discharged from the hospital on (B)(6) 2014. The event is reported as continuing.

Manufacturer narrative:
(B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.